Event description:
It was reported the pt underwent a catheter dye study which revealed the catheter was not in the intrathecal space. During the catheter revision, the following morning, the pt received additional lioresal bolus of 398 mcg when the volume for the pump tubing was added to the bolus amount. The pt experienced respiratory depression, was unresponsive, and was admitted to the critical care unit. The pt's status was reported to be stable as of 2008, but she was experiencing increased spasticity, requiring a lioresal dosage increases. On the following month, the pt was reported to be at home and 'doing ok'. No follow up appointment was scheduled at that time.